Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per compliant (B)(4), implant loss integration. Patient experienced pain and significant bone loss around the implant.